Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged and discolored modular cable was confirmed via the submitted modular cable. The modular cable (lot number 189976) was returned to abbott (B)(4) discolored with a rip/tear in the polyurethane jacket. The cable was functionally tested and did not pass testing. The resistance of the individual underlying wires was then measured using a digital multimeter and elevated resistances on all underlying wires with the exception of the brown (pwr a) were noted. The returned modular cable was then connected to a known working test system controller and pump without issue. The modular cable was manipulated by hand during testing with no issues or atypical alarms observed. The modular cable polyurethane jacket was dissected for further analysis to see the integrity of the underling wires and a break in the protective coating beneath the braided shield was observed. Furthermore, kinked underlying wires were observed as well as exposed conductors on the kinked spot were observed; which is consistent with elevated resistances in the underlying wires. The root cause of the reported event could not be conclusively determined through this analysis. There was incidental finding of exposed conductors on kinked wires. The device history records were reviewed and the records revealed the heartmate 3 vad modular cable (lot#: 189976) was manufactured in accordance with manufacturing and qa specifications. 189976 was shipped to the customer on (B)(6) 2021. The heartmate iii patient handbook section 4 "living with the heartmate 3" (under "caring for the driveline") contains information regarding how to clean, care for the driveline, and connect it properly. This section instructs the user to inspect the modular cable in-line connector for signs of damage, such as cracking, fraying, wear, exposed wires, sharp bends, or kinks. Call your hospital contact right away if the driveline is damaged (or might be damaged)." The heartmate iii patient handbook section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspecting the driveline cable for signs of damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate iii patient handbook and the instructions for use cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was discoloration and damage to modular cable outer layer. No alarms occurred related to the function of the driveline. The modular cable was exchanged (B)(6) 2021.